Manufacturer narrative:
One impl twist mp-1 3.75 mm 1 1.5 mm ((B)(4)) was returned for investigation. Visual inspection of the as returned product identified wear about the implant threads and some debris at the tines. Functional testing was performed for the returned product and it was determined that the mount and implant would not disengage while utilizing hand tools. No pre-existing conditions were noted on the per. The reported product was located on tooth # 20 and was removed the same day as placement. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63470393. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63470393) for similar event and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck mount) or product ((B)(4)). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: date of this report, unique identifier (UDI) number, expiration date , device availability, date received by manufacturer, checked "follow-up," checked follow-up type, device evaluated by manufacturer, manufacturer date, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant fixture mount could not release from the implant (2120). Procedure was completed using another implant. Tooth location 20.